Event description:
It was reported that the patient had a pericardial effusion around the newly implanted right ventricular (rv) lead with no tamponade physiology. The physician chose to monitor only and the lead remains in use. The patient is a participant in the (B)(6) trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.